Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling with multiple cartridges and infusion sets. During troubleshooting with tandem technical support, the customer was able to successfully complete fill tubing. There was no impact to the customer's blood glucose level.